Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
At the pre-discharge check the clinician performed a capacitor maintenance and the device reported a backup vvi alert. The device was explanted.

Manufacturer narrative:
The device was found in backup vvi reset mode. During testing, a high voltage circuit anomaly was identified. Before completion of the testing, the failure mode was lost. The root cause for the high voltage circuit anomaly could not be determined.